Event description:
New information on 5/17/2016 stated that the remaining capped left ventricular lead was explanted. The patient experienced no adverse consequences.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic for routine follow up. Upon interrogation, the left ventricular lead exhibited loss of capture and high impedance. Chest x-ray was performed and revealed the lead was damaged. Lead revision was taken place on (B)(6) 2016. During procedure, the left ventricular lead was capped and a different left ventricular lead previously implanted was reused. The patient experienced no adverse consequences.